Event description:
Event description during a carotid artery stenting (cas) procedure using the neuroguard iep system, the distal segment of the neuroguard delivery catheter[?]including the yellow distal tip, distal marker band, and attached segment of the single lumen tubing[?]was not attached to the catheter upon removal from the patient. The detached distal portion was later retrieved using a solitaire¿ stent retriever. Investigation · the neuroguard catheter showed mechanical elongation and distal transection secondary to interaction with a fractured aristotle wire. Fracture of the wire was most likely due to over-torquing the wire tip during manipulation. The aristotle wire's distal portion unraveled, creating sharp metallic edges that sheared the distal segment of the neuroguard upon simultaneous removal. Suspected primary cause: mechanical transection of the distal neuroguard tubing by the fractured and unraveled aristotle guidewire during device removal. Conclusions the neuroguard iep system functioned as designed; no intrinsic neuroguard device defect was identified. The failure was procedural and mechanical, resulting from the guidewire breaking and tractional forces on an elongated single-lumen neuroguard segment. Regarding the reported right arm weakness, the patient was undergoing a left internal carotid artery stent procedure and developed left hemispheric symptoms manifest by right sided weakness. A thorough review of the procedure documentation and images was completed. Angiographically, the target lesion was 90 % stenotic, ulcerated, and calcified; all characteristics of a highly embologenic lesion morphology. In addition, the physician did not utilize a primary distal embolic protection filter which is mandated per the neuroguard IFU and is the standard of care for carotid artery stenting. The neuroguard iep system functioned as designed. The neurological event is primarily attributable to the absence of the IFU-mandated primary distal embolic protection filter. While the neuroguard device provided secondary protection, it is not intended to replace the primary filter, and a neurological event may occur if the primary filter is not used.